Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: no priming defects were duplicated or observed in the pump's black box. The pump passed all required testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring >600 mg/dl with trace ketones and lethargy. The patient was reportedly given lantus and discontinued insulin pump therapy. The patient stated the patient would resume insulin pump therapy the following day. The reporter alleged the pump was not priming the infusion set tubing during the prime step. Troubleshooting by animas customer support revealed the patient was not performing an adequate prime with infusion set change; the largest prime volume was recorded at 6/3 units and the patient stated the infusion set was changed on (B)(6) 2018 with a prime step of 1.8 units and no fill cannula step performed. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.